Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2013 due to osteolysis. The cup, liner and femoral head were removed and replaced with a biomet head and competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis my be a result of loosening of the implant." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00361 / 00363).